Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device with no patient complications nor injuries reported. The patient condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: mustang 6.0 x 80, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon partial circumferential tear was identified located approximately 35mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be kinked at approximately 30mm distal of the proximal markerband. This type of damage is consistent with excessive force being applied to the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a 30% tortuous and 40% calcified radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device with no patient complications nor injuries reported. The patient condition was stable. It was further reported that the target lesion was 70% stenosed, 30% tortuous, and 40% calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in radial arteriovenous fistula. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon burst. The procedure was completed with another of the same device with no patient complications nor injuries reported. The patient condition was stable. It was further reported that the target lesion was 70% stenosed, 30% tortuous, and 40% calcified.